Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data was provided for evaluation. Loss of connection was confirmed. However, the device operated within specification. The root cause could not be determined. Labeling indicates: the dexcom mobile application is only compatible for select smart devices and mobile operating systems.